Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, they turned the acrobat suv vacuum stabilizer system knob but it did not lock in properly. A new device was issued and the procedure was completed. There was no major delay. No health hazard.

Manufacturer narrative:
Trackwise #(B)(4). Updated sections: b-4, g-4, g-7, h-2, h-6, h-10. The hospital reported that during a coronary artery bypass procedure, acrobat suv knob was continuously rotating during the procedure. A new device was opened to complete the procedure. There was no harm. The investigation has been started since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR of the reported lot has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the last 12 months, the occurrence rate is found to be 0.038% which is under anticipated occurrence rate. 3. Device was not received for evaluation, the specific root cause for this failure is impossible to define. There were no ncmrs, rework, or deviations documented for the reported batch, based on above review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, they turned the acrobat suv vacuum stabilizer system knob but it did not lock in properly. A new device was issued and the procedure was completed. There was no major delay. No health hazard.